Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted inside the lead. The stylet insertion/ removal test performed found the stylet could be removed and fully inserted with no obstructions/restrictions. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) was found difficult to have a stylet advanced through it's lumen. The ra lead was removed and replaced. The patient was in stable condition.